Manufacturer narrative:
Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -7.0 into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a same model but shorter length lens on due to excessive vault. This resolved the problem. Cause of the event was reported as unknown and unknown if device failed to perform as intended.